Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 196" and defib fault 72" error messages. Complainant indicated that there was no pt involvement in the reported malfunction.